Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, it is assumed that the active electrode partially migrated out of cochlea post-operatively, as shown by x-ray imaging. A full insertion at the time of implantation is stated on the implant registration card. Further, the recipient has an abnormal cochlear anatomy, which might have contributed to the lack of performance and the active electrode array movement. Damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is combined initial and final report.

Event description:
The patient's hearing performance was still bad after re-implantation in (B)(6) 2016. Problems of external devices were excluded and history of head trauma was denied. The patient has been re-implanted in (B)(6) 2017.